Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had needle break. The customer blood glucose level was unknown at the time of incident. The customer stated that the needle breaks upon insertion and blood at site. Customer also states blood is not visible on the sensor connector. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened or used.